Event description:
It was reported that the ilet screen was cracked after the patient slept on the device, and blood glucose levels were affected, remaining above range for over four hours with a reported high of 330 mg/dl. Symptoms included thirst. Outcomes included the need for back-up therapy, as the user administered long-acting insulin, and no medical intervention or hospitalization occurred. Investigation included complaint intake review and device replacement logistics. Investigation of this device revealed physical damage to the user interface display consistent with external mechanical impact during use, leading to impaired device function and associated hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage due to external pressure on the device.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.